Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Investigation: samples received: (B)(4) unopened units. Analysis and results: there are no previous complaints of this code batch. We have tested the needle attachment strength of the closed samples received and the results fulfill the requirements of the european pharmacopoeia (ep): 0.67 kgf in average and 0.28 kgf in minimum (ep requirements: 0.46 kgf in average and 0.23 kgf in minimum). A review of the batch manufacturing record for this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. No corrective/preventive actions needed.

Event description:
It was reported the needle and thread became detached intraoperatively. The reporter indicated that on 4 products the sutures detached from the needle. No patient information is available. Clarification regarding the 4 product events and when/if they occurred during the same surgery or different surgeries has been requested. At this time requested information has not yet been received.